Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support arranged a replacement pump for the customer, confirmed the shipping address, and provided instructions for putting the pump into storage mode and returning it. The customer was advised to program pump settings and connect their cgm to the replacement pump. Customer reverted to an alternative method of insulin therapy.